Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿first experience with a new active fixation coronary sinus lead.¿ (B)(4).

Event description:
A journal article was received which contained information regarding this patient¿s left ventricular (lv) lead. The article indicated that the lead was extracted due to phrenic nerve stimulation. The physician decided to wait to do the extraction; and reprogramming was not an option. After four weeks, the patient¿s heart failure ¿worsened.¿ the lead was scheduled to be replaced; however, during the extraction procedure, only two (2) of the fixation lobes could be retracted; against ¿considerable resistance.¿ the author then indicated that the lead ¿jumped¿ to a different position and no phrenic nerve stimulation was seen. The lead remains in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.